Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that some time post filter deployment a filter limb detached and migrated to the right atrium. Reportedly the filter has been retrieved. Patient status was not provided.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached and lodged in the heart and migrated to the wall of the right atrium. The device was partially removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. On the next day of the post filter deployment, the patient experienced abdominal pain, computed tomography of abdomen and pelvis with contrast was performed which showed a suprarenal inferior vena cava filter was in place. No definite clot was visualized along the inferior vena cava filter. After two days, x-ray of chest was performed which showed inferior vena cava filter projects over right upper quadrant medially and superiorly overlying region of t12/l1. On the next day, x-ray of abdomen was performed which revealed an inferior vena cava filter project at t12. After four days, ultrasound of abdomen was performed which revealed an inferior vena cava filter in the inferior portion of the intrahepatic inferior vena cava. After two days, x-ray of anteroposterior view of abdomen was performed which showed there was stable positioning of the inferior vena cava that projects over the upper abdomen at the level of t11-t12. On the same day, computed tomography of chest, abdomen and pelvis without contrast was performed which revealed an inferior vena cava filter in place. After three days, x-ray of chest was performed which showed there was an inferior vena cava filter. After five days, x-ray of abdomen was performed which showed there was an inferior vena cava filter. After six days, x-ray of abdomen was performed which showed inferior vena cava filter to the right at t11-12 unchanged. After two days, x-ray of anteroposterior view of abdomen was performed which showed inferior vena cava filter projects right mid abdomen centrally. After two months, computed tomography of thorax without contrast was performed which showed inferior vena cava filter which has its tip near the level of the left hemidiaphragm. This filter extends above the level of the renal vessels. High malpositioned inferior vena cava filter. After nine days, computed tomography of abdomen and pelvis with contrast was performed which revealed there was an inferior vena cava filter positioned above the renal veins. After two months, inferior vena cavogram was performed for inferior vena cava filter removal which revealed there was an inferior vena cava filter in place with the tip at the t11 level. The filter was not tilted, and the tip was within the caval lumen. There was no filling defect to suggest thrombus within the inferior vena cava. Secondary strut of the filter was fractured and had embolized to the right middle lobe. The catheter was removed and a coaxial 12/7fr retrieval system was advanced over a stiff wire to a position immediately superior to the inferior vena cava filter. A snare retrieval device was then used to grasp the inferior vena cava filter and gently remove it. The filter was removed easily from its position and withdrawn from the body. The filter was examined and found to be intact. The filter was submitted for analysis. A completion cavogram was performed via the 12 fr sheath and demonstrated no thrombus or extravasation. The patient tolerated the procedure well without immediate complication. The patient was transferred to the recovery room in stable clinical condition. On the same day, computed tomography of chest without contrast was performed for migration of one leg post filter retrieval which showed the suprarenal inferior vena cava filter was no longer visualized. No finding to suggest an inferior vena cava filter leg within the chest. After one-month, computed tomography angiography of chest with contrast was performed for retained strut which showed no evidence of a retained inferior vena cava filter within the chest. Therefore, the investigation is confirmed for the alleged filter detachment issue. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2019) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for the alleged detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post filter deployment a filter limb detached and migrated to the right atrium. Reportedly the filter has been retrieved. Patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached and lodged in the heart and migrated. The device was partially removed percutaneously. The current status of the patient is unknown.